Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten and no alarms were observed related to the complaint. The rewind, load, and prime steps were performed successfully with no alarms. Force calibration testing passed. The pump was exercised for 24 hours and no loss of prime alarms occurred. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple loss of prime alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.